Event description:
Reporter noted chamber collapse with posterior capsule tear during procedure.

Event description:
Follow-up info: received completed questionnaire from customer. Operative report notes indicated anterior vitrectomy performed; sutured wound to close. However, event was due to insertion of silicone iol.